Event description:
The patient's spouse stated the meter began reading low since last week. The patient did not realize the meter was reading with a decimal point. The patients spouse stated that the meter was originally set to the correct unit of measurement and that it was not recently changed. The patient did not take any actions after testing. The patient visited their physician and their blood sugar was tested; the result was 139 mg/dl. No treatment was reported. Due to a spontaneous / intentional power interuption, the meter reverted from the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.